Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mdj681, and no non-conformances related to the reported complaint condition were identified. Investigation summary: an opened sample of product code w1756, lot # mdj681 was returned for analysis. The product code is double armed. During the visual inspection of the sample, the swage and attachment area of a needle was noted to be as expected, the second needle present damaged at the swage area caused by surgical instrument and due to this condition, the suture was broken of the needle. The suture was noted cut at the middle length by use of a surgical instrument. No functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the breakage suture, was suggest an improper handling.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken. There were no adverse patient consequences reported.